Event description:
The customer tested blood glucose at 5pm and received a result of 278mg/dl. The customer dosed 8 units of medication and ate dinner. Two to three hours later the customer tested and blood glucose reading was 120mg/dl, the customer felt fine. One hour later the customer was shaky and incoherent. 911 was called and the emergency medical tech tested blood glucose and the result was 35mg/dl. The customer was given an IV to bring blood glucose up to 300mg/dl. The customer was taken to the hosp. An x-ray was taken and the customer had fluid on the lung. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.